Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to myocardial infarction. One month prior to the event of death, the patient was hospitalized for an unrelated event. Subsequently, the patient died in the hospital. It was not reported if an autopsy was performed. It was reported that the patient continued automated peritoneal dialysis therapy in the hospital with their own homechoice (hc) device; however, the patient was not connected to the hc device at the time of death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.